Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter were occurred on (B)(6) 2019. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated based on the cgm reading in the 200¿s, they took two units of insulin and within fifteen minutes, their blood sugar increased to the 300¿s, so they took two more units of insulin. They indicated shortly after their blood sugar increased to the 400¿s and while in the grocery store, they started to feel dizzy and weak. The paramedics were called and when they arrived, the patient was incoherent. They tested her blood sugar and the bg meter was reading 22 mg/dl and was transported to the hospital. While in the hospital, they monitored the patient¿s blood sugar for a couple of hours and was provided peanut butter and protein. No other treatment was reported. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.